Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) displaying flickering. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b6, b7. A getinge field service engineer (fse) observed that balloon waveform is getting flickered. Fse reset the display connections. Observed machine for 2 hours, machine found working ok. Handed over the equipment to the customer in good working condition.

Event description:
N/a